Event description:
It was reported that during an unspecified endoscopic procedure that the guide wire coating came off. The unspecified target lesion was in the bile duct. A jag precursor 035/450 ss st was inserted through a non-bsc cannula. While attempting to advance the jag precursor 035/450 ss st guide wire to the target lesion, it was noticed that the coating of the wire had come off. There was no resistance noted. The detached coating pieces were moved to an unspecified intestinal location where the physician felt they would be removed from the patient's body. The procedure was completed with another jag precursor 035/450 ss st guide wire. There were no patient complications reported with the patient's current condition listed as "good".